Event description:
Caller reported malfunction on pump. There was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was informed that a replacement pump with updated software would be sent with training available on tandem source account, and was instructed to use multiple daily injections as backup therapy while returning problematic pump using provided pre-paid label.